Event description:
It was reported that during a percutaneous coronary intervention, a stent was damaged. The target lesion was located in an unknown vessel. After predilatation with an unspecified 2.5mm balloon, the 3.00mm x 24mm taxus element stent was unable to cross the lesion. An unspecified 3.00mm balloon was used to dilate the lesion. The same stent was unable to cross the lesion. After removal, stent damage was noted. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: the device has not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).